Event description:
The manufacturer became aware of allegations, that a dreamstation auto bipap device returned, and evaluation result stated that the complaint was not confirmed, and the technician confirmed no evidence of foam particles, and the device was corroded. The device was replaced for the user and the suspected device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.